Event description:
It was reported that the device has a damaged air detector sensor, resulting in a persistent "air in line" alert. The issue was observed even after attempting with two different cassettes. A volume test could not be performed. Additionally, the lens appears to be scratched. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional test were performed, and a defective air detector sensor was found. The customer's problem was replicated. The air detector sensor was replaced to fix the issue.